Event description:
During implant, a loss of sensing and undersensing were noted on the right atrial (ra) lead. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of sensing and undersensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.